Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 22-oct-2018. The most recent information was received on 29-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("migration") in a 49-year-old female patient who had essure (batch no. A78091) inserted. Other product or product use issues identified: device deployment issue "bad essure placement" on (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (device removal). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation outcome was unknown. The reporter provided no causality assessment for device dislocation with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 29-oct-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 22-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("migration") in a (B)(6) female patient who had essure (batch no. A78091) inserted. Other product or product use issues identified: device deployment issue "bad essure placement" on (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (device removal). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation outcome was unknown. The reporter provided no causality assessment for device dislocation with essure. Further company follow-up with the regulatory authority is not possible. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.